Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier. The atrial lead exhibited noise, low impedance, and undersensing. The device was reprogrammed and the patient would be monitored.